Manufacturer narrative:
H3 other text : device returned to third party service center for evaluation.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging cancer (mass on right kidney), eye, nose and respiratory tract irritation. No other clinical information or medical interventions were reported. The device was returned to a third-party service center for evaluation. There was no evidence of visible foam particles. Secondary findings include bottom enclosure damage.